Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c2028138 of echo-hd-22-ebus-o was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 15 february 2024. The lab attendance can be viewed in the ¿returned product ¿ notes¿ section. Distal end of needle examined, and break observed approx. 3.5cm from tip of sheath. Through the investigation it was confirmed that the scope used was a pentax eg-3670rk model. It was also confirmed by cirl engineering that use of this type scope with echo-hd-22-ebus-o device is user error. Manufacturing records: prior to distribution, all echo-hd-22-ebus-o devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c2028138 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the notes section of the instructions for use, ifu0051 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used (ifu0051) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error as the user used the device with an incompatible device, as per information provided, a fuji scope was used and as per IFU ¿this device is intended for use with an olympus ebus scope¿, therefore the user did not follow the instructions for use. It is not possible to know how the device performs with an incompatible device therefore the distal needle break could have been induced by the scope. Summary: complaint is confirmed based on visual and/or functional inspection. No patient outcome information was shared. The broken needle section was removed with a forceps and another device used to complete the procedure. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 29-may-2024.

Event description:
User detected the needle broken inside the patient during procedure, and remove the broken needle with forceps. User changed to another same device to complete the procedure. Broken needle was removed by forceps 1. Are images of the device or procedure available? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end ¿¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿(¿¿¿(¿¿))¿¿¿¿()¿¿¿¿¿¿¿¿¿ 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿(¿¿¿¿¿¿¿¿)¿¿ 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No ¿¿¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 5. If the device is a procore needle, is the device damage located at the notch / core trap? Unknown if no, please specify where the damage is located: _____________________ ¿¿¿¿¿procore¿,¿¿¿¿¿¿¿/¿¿¿¿¿¿¿¿ 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Lungs a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 4r ¿¿¿¿¿¿¿¿¿¿¿¿¿(¿¿¿¿¿¿)¿¿ b. ¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿2r¿2l¿¿ao¿ar¿11ri¿11s¿¿4r 7. Please describe the size of the intended target site. 3cm ¿¿¿¿¿¿¿¿¿¿¿¿3 8. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. ¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿/¿¿¿¿¿¿¿¿¿¿¿¿ 9. Was the device used in a tortuous position? No. ¿¿¿¿¿¿¿¿¿¿¿¿ ¿ 10. Are images of the device or procedure available? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 11. Was it damaged in packaging before removal? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ was it damaged on removal from packaging? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 12. Was force required to remove the device? No. ¿¿¿¿¿¿¿¿¿¿¿ ¿¿ for complaints occurring during use (once in contact with endoscope) also ask: ¿¿¿¿¿¿(¿¿¿¿¿¿¿¿)¿¿¿¿¿,¿¿¿¿: what is the endoscope manufacturer and model number that was used? Pentax epk-1000 ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ epk-1000 14. Was force required on insertion of device into scope? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿¿ 15. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle retraction ¿¿¿¿¿¿¿¿¿,¿¿¿/¿¿¿¿¿¿¿? ¿¿ 16. Was difficulty experienced while retracting the needle? Slightly ¿¿¿¿¿¿¿¿¿¿¿ ¿¿¿¿¿ 17. Was the syringe used during the procedure, after the stylet was removed? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿ 18. Was the needle able to be fully retracted before removing from the patient? Yes but with difficulty ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿ 19. Was gaining access to the targeted site difficult? No. ¿¿¿¿¿¿¿¿¿¿¿¿ ¿ 20. Was the endoscope in a flexed or twisted position at any time during the procedure? No. ¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 21. Was needle penetration of the targeted site difficult? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 22. Was the stylet partially removed prior to advancement of needle? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 23. How many biopsies/passes were obtained with use of this needle? 2 ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 2¿ 24. Did any section of the device detach inside the patient? Yes, removed with forceps ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿¿¿,¿¿¿¿¿¿ 25. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. ¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 26. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 27. Was there difficulty in attachment / detachment of the leur to the scope? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿/¿¿¿¿¿¿¿¿¿¿¿ 28. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. ¿¿¿¿¿procore¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿/¿¿¿¿¿¿¿¿¿ 29. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No ¿¿¿¿¿(¿¿¿¿)¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿ 30. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 31. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No ¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 32. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Yes ¿¿¿ebus¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿¿

Manufacturer narrative:
PMA/510(k) #k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.